Manufacturer narrative:
Additional narrative: no patient involvement. Unknown when device actually broke. Device is an instrument and is not implanted/explanted. (B)(6). Subject device has been received and is currently in the evaluation process. DHR review - manufacturing date: 25-sep-2014. Review of the device history records showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that two (2) cutting instruments with reported less than one (1) year of usage were found broken during the cleaning process. No patient involvement this is report 1 of 2 for (B)(4).

Manufacturer narrative:
A manufacturing investigation action was conducted/performed. The report indicates that the: the manufacturing evaluation shows that: the bending and cutting pliers exhibit some post production/acceptance wear and damage. The tips of both carbide inserts on the front jaws have broken. There are several marks all over the device due to wear and tear there were no issues during the manufacture of the product that would contribute to this complaint condition. The damage was caused by a sudden impact (for example by a fall) or improper use as just the first few mm are broken off the tips. A dimensional or hardness inspection was not performed during the investigation because it is not a requirement. No manufacturing issue was found during investigation; therefore no prm documents were reviewed. Root cause: mishandled / improper use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: e-mail received on 9. May 16: confirmed: no surgery and no patient was involved.